Manufacturer narrative:
The complaint sample was returned but not evaluated as the event was clearly due to user error. The consumer incorrectly thought product was a multi-purpose solution and rinsed lens before inserting into eye. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the eye care practitioner reported superficial punctate keratitis and subconjunctival hemorrhage in left eye. The doctor believed the subconjunctival hemorrhage was due to the patient continuously rubbing his eye. The symptoms and sign of punctate staining reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer incorrectly thought product was a multi-purpose solution and rinsed lens before inserting into eye. The consumer reported burning and pain and removed the lens. He rubbed his eye, flushed the eye with water, and continued to rub his eye. The consumer visited an eye care practitioner. Medical information received from the doctor confirmed patient was diagnosed with superficial punctate keratitis and subconjunctival hemorrhage in left eye. The doctor believed the subconjunctival hemorrhage was due to the patient continuously rubbing his eye. Doctor prescribed lotemax and advised use of an artificial tear and a lubricant ointment at night. At a follow up visit a week later, the patient's eye condition was resolved. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.